Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily calcified lesion in the heavily tortuous left anterior descending (lad) artery. There was difficulty placing multiple non-abbott devices and the patient became hemodynamically unstable with increasing angina. Vasopressors were initiated and an intra-aortic balloon pump (iabp) was placed. Atherectomy and pre-dilatation were performed. A 3.0x32mm non-abbott stent implant was deployed and a large perforation was noted. Balloon tamponade was performed; however, a large pericardial effusion was noted. Pericardiocentesis was performed and a drain was placed in the pericardium. Aspiration was performed and the blood was transfused back into the patient. Balloon tamponade was performed for approximately 17 minutes; however, a significantly worsened perforated vessel was noted and more balloon tamponade was performed. The patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. The first 2.8x16mm graftmaster failed to cross the lesion due to the patient's anatomy, and during withdrawal resistance was met with the guiding catheter, and the stent implant dislodged inside the guiding catheter. All devices including the dislodged stent implant were removed as a single unit. The second 2.8x16mm graftmaster met resistance during advancement due to the patient's anatomy; thus, the stent implant was deployed in the proximal lesion, sealing the proximal portion of the perforation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A third 2.8x16mm graftmaster failed to cross to treat the distal portion of the perforation due to resistance with the deployed stent in the proximal lesion. The stent implant became flared; thus the graftmaster was removed. The patient experienced cardiac arrest and CPR was performed. After approximately 85 minutes of resuscitation attempts, treatments were stopped and the patient expired. The cause of death was noted to be the perforation of the lad vessel. There was no additional information provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The other two 2.80x16mm graftmaster devices referenced are being filed under separate medwatch MFR numbers.